Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: the patient underwent right elbow replacement on (B)(6) 2020. The primary implants in the joint became infected, and a revision surgery was performed approximately 3 months later, where several components were exchanged, debridement / specimens collected / lavage. According to the surgeon, the patient has undergone several washouts / debridement procedures of his right elbow joint, since. The patient has significant co-morbidities, which has prevented more substantial surgery. However, the patient has been experiencing significant pain over recent months. Additionally, it was reported there was a loose ulnar component. Decision made to exchange this component, including humeral spool. Primary ulnar component removed (very easily), canal debrided, multiple specimens taken, copious lavage performed, and a longer ulnar stem cemented in place.

Manufacturer narrative:
The reported event could be confirmed, because even though the implant itself was not returned an x-ray was provided by the reporting facility that confirms the alleged failure mode. The device inspection revealed the following: the provided x-ray was submitted to a stryker physician for review and confirmed ulnar loosening. A functional and dimensional inspection was not possible since the device was not returned. Based on the investigation and medical opinions, the root cause was determined to be patient related issue. The patient has comorbidities that complicate the proper revision of the implant, making it challenging to address any potential infection. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported: the patient underwent right elbow replacement on (B)(6) 2020. The primary implants in the joint became infected, and a revision surgery was performed approximately 3 months later, where several components were exchanged, debridement / specimens collected / lavage. According to the surgeon, the patient has undergone several washouts / debridement procedures of his right elbow joint, since. The patient has significant co-morbidities, which has prevented more substantial surgery. However, the patient has been experiencing significant pain over recent months. Additionally, it was reported there was a loose ulnar component. Decision made to exchange this component, including humeral spool. Primary ulnar component removed (very easily), canal debrided, multiple specimens taken, copious lavage performed, and a longer ulnar stem cemented in place.